Manufacturer narrative:
Externalized conductors due to internal insulation abrasion along with explant damage was noted at 27.2-29.6 cm from distal tip. External insulation abrasion was noted at 13.0-13.7cm from distal tip. Etfe coating of the rv cables was intact. External abrasion was noted at 6.9-9.5 cm from distal tip. Consistent with friction to other device or feature of patient¿s anatomy.

Event description:
This report is to advise of an event observed during analysis.